Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that through a remote monitoring system that this device detected an out of range shock impedance measurement on the right ventricular (rv) lead. It was indicated the patient would be brought in for a follow-up. During the follow-up, maneuvers were performed and all measurements were appropriate. It was determined there was one single out of range measurement. No changes were made to the system. No adverse patient effects were reported.

Event description:
Subsequent information was received that the shock impedance measurements remain appropriate. Boston scientific technical services (ts) reviewed the available data and found episodes with observed noise on the rv channel and shock channel. Ts indicated this was likely due to electromagnetic interference. The patient will continue to be followed appropriately. No adverse patient effects were reported.